Event description:
Reporter alleged blood glucose measured 290mg/dl at 12:08 pm so customer was given a corrective dose of insulin based on the result by the school nurse. Reporter stated customer then became low 22 minutes later with a measurement of 60mg/dl at 12:30pm. Reportedly, no info was provided as to whether any other actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.